Event description:
It was reported that balloon tear occurred. The 80% stenosed, target lesion was located in the internal carotid artery. A 3.0mm x 40mm x 135cm sterling balloon catheter was advanced for treatment. However, expansion could not be confirmed in the fluoroscopy where it was attempted with an indeflator, it was noticed that the pressure did not increase. When the device was checked, a tear was noted on the balloon material. The procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.